Manufacturer narrative:
Event occurrence date was reported as an unreported date "last month". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The patient was hospitalized for the event. The cause and treatment were unknown. At the time of this report, the patient has recovered from the event and pd therapy was ongoing during hospitalization. No additional information is available.